Manufacturer narrative:
Correction: medtronic received information that the aware date was (B)(6) 2018. After further review the initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction as the high quality 3d images were used for the procedure and there was no indication that lower quality fluoro images were needed for the procedure. The reported issue was unlikely to cause serious harm.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the 3d scan acted normal, but the 2d fluoro was grainy. There was no patient impact reported and no delay to surgery.